Event description:
It was reported that the aneurysm was located at the c6 segment of the right internal carotid artery. After the stent was removed from the dispenser, found the stent could not push out the introducer, and the procedure was continued after the stent of the same model was replaced. No health damage was reported.

Manufacturer narrative:
The event as reported is not a reportable malfunction. However, based on the investigation findings, we deemed this file as reportable. Items returned for investigation: stent, pusher, introducer. Items not returned for investigation: microcatheter. The stent was returned in the introducer. The stent was advanced into an in-house microcatheter for the investigation. The stent was deployed without resistance, but was observed to have an anomalous material stuck to the proximal end. The anomalous material was observed to be a segment of plastic tubing encasing one of the long loops, one short loop, and the pusher core wire. The plastic tubing is visually consistent with the ptfe loading tube used in the manufacturing of the device. A CAPA was opened for this finding.